Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. At an unknown date post procedure, the patient had a transesophageal echocardiogram (tee) procedure to determine if there was a leak around the closure device. The tee images showed that the device was still in an acceptable position and there was no leak. However, two struts of the closure device had perforated the implant fabric creating two holes. The physician used a cardiocel patch to repair the issue. The patient did not experience any complications or consequences as a result of this event.